Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The tubing set was connected to an extension set and was being used to deliver ringer's lactate and pca morphine. After an unspecified length of time is use, the patient noted blood leaking from the IV and notified the nurse. It was reported that the option-lok male adapter of the tubing set had broken off. An unspecified volume of blood loss was noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.